Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced hyperglycemia on (B)(6) 2026, with levels remaining elevated for less than one hour. The blood glucose level was 400 mg/dl and the patient got treated with bolus using pump. No further information is available.